Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no reported impact on the customer¿s blood glucose level. Customer continued using the current pump while waiting for a replacement, which cts sent with updated software. Cts instructed the caller on storing the current pump, steps for using the new pump, and returning the problematic pump with a pre-paid label. Customer acknowledged all instructions, and a signature was requested for delivery.